Event description:
It was reported that during implant attempt, the physician noted that the right ventricular lead post would not latch onto the lead, and there was a difficult time securing the lead into the header block. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the setscrew was noted to be loose.